Manufacturer narrative:
The device was returned to olympus for inspection. A root cause was identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure, stress and degradation problems identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the ultrasonic bronchofibervideoscope exhibited the surface of the ultrasound probe was worn¿, chipped¿ and the edge had lack of adhesive. There was no patient involvement.